Manufacturer narrative:
The device was received for evaluation. Visual inspection with magnification noted a hole in the tubing. Leak testing was performed and failed due to a leak from the hole. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set was leaking from the tubing of the set. The leak was observed during patient use and after using the transfer set for one month. There was no patient injury or medical intervention associated with this event. No additional information is available.